Event description:
The international customer reported the ventilator would not boot up on ac power and it would not charge. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers service provider replaced the power supply to address the reported problem.